Event description:
Adverse event(s): "shallowing of the eye" (intraocular pressure, delayed, uncontrolled). Product problem(s): "the iop was 0" (decrease in pressure). "A system message displayed" (device displays error message). The surgeon reported that when he selected fluid/air exchange he noticed shallowing of the eye. The surgeon turned fluid/air exchange off and turned back to infusion. The eye continued to collapse with infusion set at 25. The iop was 0 and the infusion pressure was raised to 50, then 80, then back down to 25. The surgeon experienced loss of iop during vitrectomy. The surgeon increased the infusion pressure and completed the case. The surgeon stated that during the laser treatment a system message displayed. The surgeon used another laser system to complete the laser treatment. No patient injury was reported.

Manufacturer narrative:
The facility did not request service. No samples were returned for evaluation. There was no sample returned for evaluation and no additional information provided related to this event. For this reason, steps could not be taken to replicate or confirm the reported event and the root cause is therefore unknown at this time. A review of complaints for the last 24 months did indicate 2 additional, related reports for this system. (B) (4). (B) (4).